Event description:
It was reported that a small volume infusor had foreign substance found in the line. This was observed during the drug injection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 25, 2024 ¿ march 26, 2024. Two (2) devices were received for evaluation. A visual inspection was performed, and particulate embedded in the material of the tubing was observed. The first sample had a brown particle that measured 0.08 square mm in size and was embedded in the tubing line. The second sample had a black particle that measured 0.04 square mm in size and was embedded in the tubing line. The particles were molded within the tubing line and were not in the fluid path. The particles were identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the material of the tubing line. Fragment of burnt pvc (brown or black) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of tubing material. Based on the analysis result, the particulate matter was not in the fluid path and made of the same material as the tubing line. The reported condition was verified. The cause of the condition was manufacturing related, however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.